Event description:
It was reported that the 9800 system cine runs were playing back as black. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the system batteries and x-ray control coin batter. He also replaced an external interface. The system operates as intended.